Manufacturer narrative:
Implant date: previously marked unk in error. Claim#: (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.5/+1.0/104 (sphere/cylinder/axis) into the patient's right eye (od). The surgeon reports an unexpected residual refraction of -1.25 cyl postoperatively. Lens remains implanted. Attempts to obtain additional information have not been successful.